Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for two (2) unknown 5.0mm stardrive locking screws. Part#, lot# and UDI # is not available. Date of implant is unknown. D10: device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number was not provided. This report is for two (2) unknown 5.0mm stardrive locking screws. PMA/510(k) number is not available. (B4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn. As product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with nail and screws on an unknown date for a left tibial shaft fracture. Post-operatively, it was discovered that there was a nonunion with two (2) broken 5.0mm locking screws. On (B)(6) 2017, revision surgery was performed where the intact nail and broken screws were removed and patient was revised with new implants. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. Concomitant devices reported: 10mm tibial nail (part# 04.034.455, lot# unknown, quantity 1). This report is for two (2) unknown 5.0mm stardrive locking screws. This is report 1 of 1 for (B)(6).